Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 08-aug-2019, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2019 with the following findings: during investigation, investigation basal duration test was unable to duplicate cs alarms. The pump alarm and black box download show no evidence of cs communication alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.